Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The clinician changed transducers with no delay of monitoring. No other information was known by the facility biomed. No further testing is being done or requested by biomed. The biomed requested a replacement quote for the us transducer. The rse emailed faxparts.order@philips.com on behalf of the customer for a quote. This issue is considered confirmed. The customer has assumed the repair responsibility.

Event description:
Philips received a complaint on the avalon us transducer indicating that the heart rate monitored from the transducer is low. The device was in use on a patient at the time of the event. There was no adverse event reported.